Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed with another but the similar device that there was a case the device detached from the scope because the crack on the distal end cover, due to attaching it at an angle to the scope or adhesion anti-fog agents. However, it was confirmed that the distal end cover didn't come off even if a load such as twisting or pulling is applied when the device was properly attached to the scope. Omsc could not review the manufacturing history record (DHR) because the lot number was not provided, but there were no irregularity in manufacturing so far. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that the reported phenomenon might be attributed to the followings. The fixing force to the scope was low, because load concentrates on the center line and cracks due to due to attaching the subject device at an angle to the scope. It was in an improperly fixed force because not fitted completely when the subject device attached to the scope.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device fell off into the patient¿s digestive tract when the user withdrew an endoscope from the patient after an endoscopic retrograde cholangiopancreatography (ercp) procedure. The physician did not retrieve the subject device from the patient, because the physician estimated that the subject device would be excreted naturally.there was no report of patient injury associated with this event.